Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the reported complaint. The instrument was found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. It was noted the instrument had a frayed pitch cable at the clevis hub. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the cable of the prograsp forceps was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inventory coordinator reported the issue was discovered during a procedure. It was stated that the surgeon was unable to rotate the prograsp forceps instrument and then had removed and reinstalled the instrument without the issue being resolved. On inspection of the instrument, the customer noted the instrument had a broken cable. The customer replaced the instrument and indicated there were no fragments that fell. The procedure was completed with no patient injury or harm.